Manufacturer narrative:
Age at time of event - 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure, stent dislodged outside of patient. A 2.5x32mm synergy was noted to be not on the balloon and found crimped inside the plastic cover. No patient complications were reported and the procedure as completed with a different device. The patient's status is stable. This product is only ous approved but it is similar to an approved us device.